Manufacturer narrative:
E1 to be continued: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the moment of energizing to perform an incision, the knife broke during an therapeutic endoscopic sphincterotomy procedure involving an olympus single use 3-lumen sphincterotome v. There was no patient injury reported.